Event description:
Event description cpi received information that this patient was experiencing inappropriate shocks. The entire lead system was removed from service, and replaced with a endotak lead (0072).